Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 108" and defib output was below allowable tolerance. Complainant indicated that there was no pt involvement in the reported malfunction.